Event description:
Information received from the field notes that the patient presented in clinic "due to symptoms for pacer in back-up vvi mode. The device had gone into back-up operation twice since implant. Although a download was successful in restoring normal function, the physician replaced the device. The patient was pacemaker dependent.